Event description:
Baxter (B)(4) received a report of an infusor that had leaked at the luer cap during infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak at the luer cap was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional test was subsequently performed by manually filling the sample with color water to its nominal volume. During and after fill, no evidence of leakage was noted at the luer cap. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.